Event description:
It was reported that the bd maxzero minibore tri-fuse extension set was cracked. The following information was provided by the initial reporter: our pediatric units recently implemented bd mz9281 (ps (B)(4), and we have now received 7 reports of the luer collar cracking. Injuries or adverse event: no. Item: mz9281. Quantity affected:7 each. Serial/lot number: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.